Event description:
It was reported to boston scientific corporation that an injection gold probe¿ was used in the patient during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the injection gold probe failed to heat up. There were no patient complications reported as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event: probe fails to deliver energy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ was used in the patient during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the injection gold probe failed to heat up. There were no patient complications reported as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device has the catheter kinked in the middle of the device and the needle partially extended. Functional evaluation was performed and the needle would not retract. Electrical evaluation was not performed due to the condition of the device. The condition of the returned device was not consistent with the complaint that the device failed to transmit current; the electrical test was not performed since the needle was partially extended when returned. The kink found in the catheter and the needle being difficult to retract was likely caused by anatomical/procedural factors; therefore, a probable root cause for the identified failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.